Manufacturer narrative:
(B)(4). The sample was received and evaluated. The returned clamp exhibited a significantly higher closing force than normal. The root cause remains undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4) that the twist clamp was too tight to close. The patient could not twist it at all. There was no patient injury or medical intervention. No additional information is available.